Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting noise, oversensing and pacing not delivered when required. A new lead was successfully implanted. No additional adverse patient effects were reported.